Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to instability and need for patella resurfacing. (Left). Both 12mm poly were removed and replaced with 17mm. Stryker patella were implanted bilaterally as well.